Event description:
Patient revised for pain, bad patella tracking.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint databases did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported pain; however, provided information stating poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.